Event description:
In 2008, a male was implanted with a gore propaten vascular graft in an a-v access procedure. On four days later, the patient presented with a severe perigraft hematoma and a graft exploration and a hematoma evacuation procedure was performed. On three days later, the patient presented with a severe infection and the graft was explanted. The infection was secondary to a gram negative bacterial infection.